Event description:
It was reported that drill broke during the compression drilling part. Had to spend some time to get the broken pieces out of patient bone. Unsure if any tiny broken pieces was left inside the bone.

Manufacturer narrative:
Please review attached for investigation results. (B)(4).